Event description:
It was reported that during routine testing on the programmer it was found to be out of specification on the patient leakage test. "Lead leakage" was noted on the return paperwork. The programmer was returned for service. There was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer passed patient leakage test and functional testing. Upper case assembly found cracked/broken.

Event description:
It was reported that during routine testing on the programmer it was found to be out of specification on the patient leakage test. "Lead leakage" was noted on the return paperwork. The programmer was returned for service. There was no patient involvement associated with this event.